Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touchscreen was cracked and unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 160 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.